Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging with itchy nose. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Repair evaluation information was received on 10/23/2025 and section h11 should be reported as: the device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, there was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation. Box h was updated in this reported.